Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02034, 3006705815-2021-06384. Additional information received indicated the patient also experienced burning sensation and discomfort at the ipg site. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02034. It was reported the patient fell and thereafter lost effective therapy. Diagnostics discovered multiple contacts with high impedance. Reprograming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.